Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported capsular contracture baker grade unknown, pain and bubble in left breast. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b3, b5, b6, d1, d2a, d2b, d4, d6a, d6b, e3, g1, g2, g4, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.